Event description:
It was reported that the patient underwent an initial corpectomy procedure with plate fixation at l2. Subsequently, it was reported that the patient suffered a fall resulting in migration of the plate component. The patient underwent a revision procedure approximately four (4) weeks later to remove the plate construct. The procedure was completed without replacement of the plate fixation components, only the corpectomy cage was left in place. It was noted that the patient experienced a car accident approximately 30 years prior, resulting in several problems including unilateral weakness. No further patient impact was reported. No additional information was available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. It was reported that the patient suffered a fall; however, information regarding the cause or nature of the fall was not provided although it was reported the patient suffered from unilateral weakness as a result of a previous car accident. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided; however, the patient's reported fall was likely the primary contributing factor to the reported migration. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.